Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was hospitalized on (B)(6) 2015 (same day as onset of the event). At the time of this report, the patient had recovered and extraneal therapy was ongoing. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The infection was manifested by abdominal pain and fever. It was reported that the patient was hospitalized for an unreported indication and experienced peritonitis two days after hospitalization. The patient was treated with vancomycin (intraperitoneally, 1 gram per week) for the infection. The patient was discharged six days after onset of the event and it was not reported if they had recovered from the infection. Action taken with pd therapy was not reported. Additional information was requested but is not available.